Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error. It was also reported that there are black circles on the insulin pump. Customer stated that the insulin pump also alarmed button error. Customer's blood glucose reading was 124 mg/dl. Nothing further reported.